Event description:
During a remote follow up, the device was unable to establish bluetooth communication. Technical support was contacted and recommended an in clinic follow up for further investigation. In clinic follow up is anticipated. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During a remote follow up, the device was unable to establish bluetooth communication. Technical support was contacted and recommended an in clinic follow up for further investigation. In clinic follow up is anticipated. The patient was stable.

Event description:
Additional information was received indicating the device was reprogrammed to resolve the event. The patient was stable.